Manufacturer narrative:
Corrected data: corrected the reference MFR report number for device 6.

Event description:
Device 5 of 6: reference MFR report: 1627487-2016-01210, 1627487-2016-01211, 1627487-2016-01212, 1627487-2016-01213 & 1627487-2016-01215.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 5 of 6. Reference MFR report: 1627487-2016-01210, 1627487-2016-01211, 1627487-2016-01212, 1627487-2016-01213 and 1627487-2016-015. It was reported the patient experienced a "shocking" (overstimulation) sensation at her scs ipg pocket area. Fluoroscopy showed one lead in the bottom ipg header appeared pulled out of the header. Surgical intervention is planned to address the issue. The patient has two scs systems implanted, it is undetermined which system devices are related to the reported event. All possible devices are being reported.